Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window. No audio anomaly or display anomaly was noted. The insulin pump passed the self test.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm that could not be cleared. The customer also reported that the display had a black circle on it. The customer removed the battery for 30 minutes, reinserted it, and got a button error alarm again. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 159 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.